Manufacturer narrative:
A ge service representative performed an onsite investigation and the generator interface board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not emit x-rays and required a re-boot. No patient injury was reported.